Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user that resident reached for bedside table and rolled off of mattress. No witness to fall. The resident was taken to the hospital for evaluation and received sutures on the right forehead. The resident remained in the hospital for 2-3 days and then returned to the facility. (B)(4) was entered into our system to have the dolphin mattress and control unit returned to joerns for investigation. As of this writing, the dolphin mattress and control unit has not been returned.